Manufacturer narrative:
The customer¿s report of a leaking set was not confirmed. Functional testing failed to produce a leak at either the distal and proximal connection sites or anywhere else within the administration set. Visual and pressure testing also found no fault with the received set. The root cause of the reported leaking set was not identified.

Event description:
The customer reported fluid leaked at the connection site of the extension set to the smartsite needle free valve during an infusion of normal saline into the patient¿s central line.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from an extension set mated to a needle free connector and a central line during an infusion of normal saline. There was no patient harm.

Manufacturer narrative:
Correction: omit pri tubing from concomitant products on initial report.